Event description:
The device was removed due to a "broken pump". The pump and assembly kit component(s) only were removed and replaced.

Manufacturer narrative:
Requests for the explanted prothesis and for add'l info surrounding this event have been made, however, to date neither the device nor the info have been received. Without the benefit of analyzing the explant and without the requested info, qa is precluded from commenting on the condition of the device or the events surrounding this incident. Should the explanted device or add'l info be received, qa will re-evaluate this event in accordance with procedures.